Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high threshold. It was additionally noted that the lead was not capturing resulting in the patient's being bradycardic. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.